Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed hematoma and infection was also suspected. Additional information obtained from the field representative indicates that there was nothing found in the pocket site, the blood culture had negative results but the tip of right ventricle (rv) had grown gram negative in which the physician thought was a contaminant. This rv lead was explanted and the patient was given antibiotics. No additional adverse patient effects were reported.